Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported the insulin pump alarmed while filling tubing. Customer's blood glucose was 87 mg/dl. The device was not dropped or bumped prior to alarm occurring. Customer stated the drive support cap was sticking out and did not press the cap while connected. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.